Manufacturer narrative:
A ge service rep performed an onsite investigation. The system circuit boards were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.

Event description:
The customer reported the sys failed to display fluoroscopic image. This issue will cause the sys to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.